Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with plate and screw construct on an unknown date. The surgeon reported the screw backed out. A couple of weeks after the initial surgery, it was discovered the screw backed out at the proximal femur and reported the screw backed out gradually. The patient was returned to the or on an unspecified date for revision surgery. The patient was revised with a new screw. It was reported by the surgeon that this occurrence (screw backing out) has happened to him twice. This is 3 of 3 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: jds. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
The surgeon reported the problem happened twice in every ten cases performed and he had to perform revision surgery due to the screw backing out.